Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, tachy episode due to t- wave oversensing was observed. Device was reprogrammed. Patient's condition was stable.